Manufacturer narrative:
A review of the device history record for this product could not be conducted since the number provided (14-09362-102506) is not a valid lot number. A representative sample was not received for evaluation. There have been no samples and no photographs provided for review. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 12 months. There were no machine issues that contributed to this issue. A potential root cause has been identified as failure to treat container as full when the door did not return to the open position. The containers instruction for use states that "container is full if door does not return to the open position or the full indicator is visible. The use and contents of this container may dictate earlier disposal, but in no event should the container be more than three quarters full. The container should be changed regardless of contents when objects can no longer be dropped freely, without resistance, into the container." Based on the existing controls, examination and review of similar production samples, and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. If additional information is received or the sample returned, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/17/2015.an investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a sharps container. The customer states a staff member had a dirty needle stick due to the counterbalance lid not reopening after disposal. The counterbalance lid would stick at the top when disposing used needles. A used needle was still resting inside on the top of lid and the needle stick occurred when a staff member pulled the lid open to dispose additional product.